Event description:
The customer contacted baxter's service center regarding a check patient line alarm which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) asked the caregiver (cg) if the transfer set, and patient line clamp were open. The cg stated yes. The tsr had the cg move the patient line clamp down the line, pull up on the lines that come out of the door, and loosen the tape on the patient line. The tsr had the cg press go. The home patient (hp) still was not draining, and the cg stated the line was empty now. The tsr asked the cg if the patient line had air in it. The cg stated yes. The tsr explained that they had to end therapy since there was air in the patient line. The tsr had the cg close the clamps, disconnect the hp, and cycle the power. The hc alarmed the power restored/ initial drain. The tsr assisted the cg with ending therapy, and getting the set out. The tsr recommended the cg contact the registered nurse (rn) about the air in the patient line. The tsr assisted with troubleshooting, ending therapy, and getting the set out. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) (B)(4) 2012 the regarding reported problem. The pd rn stated that the patient did not have any negative side affects from the reported problem. The pd rn stated they were able to continue with therapy with new supplies. The pd rn stated that the patient is no longer doing peritoneal dialysis therapy anymore because their membrane simply cannot handle peritoneal dialysis. The pd rn stated the patient overall is doing fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, however, the lot number is known. Since the lot number is known a batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The air in tubing (without alarm) was found to have an undetermined cause. The problem cannot be confirmed due to no use error described by the patient, the sample was unavailable for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.